Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Also, health care professional (hcp) was unable to read patient device. Boston scientific technical services (ts) discussed with health care professional (hcp) that it is likely the device is at elective replacement indicator (eri) and consult is not available if a device is at eri.to date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.